Event description:
It was reported the pt experienced a loss of therapeutic effect from the implanted neurostimulator device. There was no known incident related to the onset of symptoms, however, the pt had not had stimulation for three days. The pt also felt intermittent stimulation. Without the stimulation the pt was reportedly "in a lot of pain." Troubleshooting was being considered. The pt was locating a new physician to manage the device as their prior physician had retired.